Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) shut down. The iabp started up when the power was turned on again; however the iabp was replaced with another device in the hospital to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) performed running test continuously for more than two weeks, the reported issue was unable to be replicated; however, errors #111, 118 and 137 which were indicating a communication error between the display and the console have been recorded in the fault logs of this iabp unit. Therefore a video generator board was replaced as a precautionary measure. Then continuous running test was performed again more than two weeks without any issues. The fse then performed a preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. The safety disk was replaced as part of the pm. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) shut down. The iabp started up when the power was turned on again; however the iabp was replaced with another device in the hospital to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported issue were noted. A getinge field service engineer (fse) evaluated the iabp unit and a running test was performed. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) shut down. The iabp started up when the power was turned on again; however the iabp was replaced with another device in the hospital to continue therapy. There was no harm or injury to patient and no adverse event was reported.